Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine ( 500 mcg/ml at 50 mcg/day) via an implantable infusion pump. It was reported that the patient experienced a loss in therapy. The hcp was unable to aspirate the side port and upon opening the patient's back determined that the anchor had flipped over and the catheter had to be cut. A new colored connector was used to connect the two catheter segments and aspiration was observed. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.